Event description:
It was reported that the end user ran into a wall with one of the riggings on the power wheelchair. An attempt was made to follow up with the reporter to confirm if there was a specific malfunction of the chair; however, no information was available. No injury was reported.